Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kinked shaft and shaft separation were confirmed. The resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. The hypotube was not separated; however, the outer member was separated at the proximal seal. This was likely inadvertently described as a hypotube separation. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily calcified, narrow, 90% stenosed, proximal left anterior descending artery (lad), the 2.75 x 18 mm xience v stent delivery system (sds) was advanced and met resistance with the vessel. The hypotube shaft kinked and once outside the anatomy became separated. A second non-abbott sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.